Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead failed to capture and sense. During the explant procedure, the lead helix failed to extend. The ra lead was explanted and replaced. The patient was in stable condition.